Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant the right atrial (ra) lead had a dislodgement. Multiple repositioning attempts were made but placement difficulty and poor sensing were observed. It was also reported that the implantable pulse generator (ipg) could not be reprogrammed to vvi due to the dislodgement. The ra lead and ipg were explanted and replaced. No patient complications have been reported as a result of this event.